Event description:
It was reported that prior to a prostatectomy procedure, error code 5: instrument error was received. It was not noted how the case was completed. There was no patient consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remaining piece of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the manufacturing process.